Event description:
It was reported that during a follow-up visit, it was observed that the ventricular sensing had decreased since implant. Under the fluoroscopy the right ventricular lead appeared to be dislodged. The rv lead was re positioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.